Event description:
A major issue with this code was the malfunctioning of both defibrillators on 4ab. Defibrillation pads were applied to pt at the beginning of the code and pt was connected to the defibrillator. The pt's cardiac rhythm wad displayed on the defibrillator screen, but the defibrillator was also displaying the message "paddle fault". The defibrillator would not charge or deliver a shock. All connections were intact. New defibrillator pads were placed on the pt and connected to the defibrillator, but "paddle fault" message continued. The defibrillator was then exchanged with the other defibrillator on the 4th floor, but the second defibrillator displayed the same "paddle fault" message, would not charge, and would not deliver a shock. Code rn called for a defibrillator to be brought up from cvc ICU. The pt was then connected to the cvc ICU defibrillator, which was able to charge and deliver a shock to the pt. After the code had ended, the code rn performed the 30j test on the 4ab defibrillators. The defibrillator passed the 30j test, but still displayed "paddle fault" message. R series and e series different filter device were interchanged and not compatible. "Paddle false message" appears. Recently deployed and several weeks ago. Biomed were notified of this issue. FDA safety report ID# (B)(4).